Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Customer disconnected before information could be gathered. Strips are all gone.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 32 mg/dl and 82 mg/dl. Customer feels fine. Customer no longer has test strips; have been thrown away. No test strips will be returned. No adverse event reported. Replacing meter and test strips; requested meter for evaluation.